Manufacturer narrative:
This is the 2nd of 2 reports. The subject device is not available.

Event description:
It was reported that during a coil embolization in order to retreat a ruptured aneurysm located at the posterior communication artery (pcomm), the second coil detached by itself during positioning and got entangled with the already implanted first coil (subject device) and pulling the first coil along. Both coils were removed with the non-stryker retriever device. The patient experienced bleeding in the middle cerebral artery (mca) during the retrieval process and was sent to neurosurgery.

Manufacturer narrative:
Patient code grid: corrected to specify the location as the bleed occurred in the middle cerebral artery (mca). Device code grid: code for "migration of device" was added to indicate the pulling out of the subject coil.

Event description:
It was reported that during a coil embolization in order to retreat a ruptured aneurysm located at the posterior communication artery (pcomm), the second coil detached by itself during positioning and got entangled with the already implanted first coil(subject device) and pulling the first coil along. Both coils were removed with the non-stryker retriever device. The patient experienced bleeding in the middle cerebral artery (mca) during the retrieval process and was sent to neurosurgery.

Manufacturer narrative:
A review of the device history record could not be performed because the batch number was not reported. The device was returned with another target device. Visual examination of the returned device revealed that the main coil was detached by electrolysis during the procedure. No anomalies were noted to the main coil during inspection. Procedural fluid was noted on the device. It was confirmed that the device had been implanted but was subsequently dislodged by another device. From the information provided, the device appears to have been implanted successfully and was dislodged by the placement of a subsequent device. Retrieval of the dislodged device lead to further complications. Based on the information available and analysis of the device, it is likely that procedural factors contributed to the reported event and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation. Product available to stryker: updated, device evaluated by mfg: updated.

Event description:
It was reported that during a coil embolization in order to retreat a ruptured aneurysm located at the posterior communication artery (pcomm), the second coil detached by itself during positioning and got entangled with the already implanted first coil(subject device) and pulling the first coil along. Both coils were removed with the non-stryker retriever device. The patient experienced bleeding in the middle cerebral artery (mca) during the retrieval process and was sent to neurosurgery.